Event description:
Breakage of a radiolucent wrist fixator after application at the level of the ball-joint and of the clamp. No info currently available about the circumstances and consequences of the event or about the pt.